Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, noise episodes were stored in device memories since (B)(6) 2015. Preliminary analysis confirmed the reported behavior. In addition, review of the data stored in device memories showed that total number of shocks since implant was erroneously displayed as 66 shocks (instead of 2) in the patient files dated (B)(6) 2016. This behavior is most probably due to a telemetry error.

Event description:
Reportedly, noise episodes were stored in device memories since (B)(6) 2015. Preliminary analysis confirmed the reported behavior. In addition, review of the data stored in device memories showed that total number of shocks since implant was erroneously displayed as 66 shocks (instead of 2) in the patient files dated (B)(6) 2016. This behavior is most probably due to a telemetry error.